Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient experienced an infection around the implant site and a lack of auditory benefit with device use. The patient was prescribed oral antibiotics (type and amount unknown) to treat site, however; the issue could not be resolved. The patient underwent a surgical procedure on (B)(6) 2013 to have the abutment removed. The patient was administered IV antibiotics (type and amount unknown) during the procedure. There are no plans to reattach an abutment in the fixture. The implanted device remains.